Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Review of manufacturer's database revealed the patient died approximately 3.5 months after device implant. The cause of death has been requested and not received. Follow up with clinic nurse reported patient had medical history of cva, chronic atrial fibrillation with variable ventricular response, heart failure, and syncope with falls. Physician had indicated that patient did well after pacemaker replacement with no further falls.